Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level of 400 mg/dl. Customer was in the hospital for wound care. Customer reported blood glucose at time of incident was 500+ mg/dl. Patient's current blood glucose was 600 mg/dl. Customer reported the following symptoms related to their high blood glucose was thirsty. Customer treated with a bolus. Customer reported they feel okay to troubleshooting. The product was/was not returned for analysis.